Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "several air in line alarms" was confirmed in the pump's event history by a baxter service technician. The root cause was assigned to a faulty pump head module. The pump head module was replaced to correct this condition. A service history review revealed that this device has not been serviced prior to this event. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that upon reviewing the event history log of a colleague infusion pump, it was found to have several air in line alarms. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.